Manufacturer narrative:
(B)(4). Date sent: 12/17/2025 d4: batch # unk investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device was returned with no apparent damage. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to being jammed. The device was disassembled to evaluate the condition of the internal components, the silicon was missing and the trigger was found bent, not allowing the clips to fed into the jaws. In addition, thirteen (13) clips were found remaining inside the clip track. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The condition of the missing silicon on the device is potentially correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ees quality system. Device history review a manufacturing record evaluation was performed for the finished device lot z7019g number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 10/1/2025 corrected data: b1, h1. Additional information was requested, and the following was obtained: how did the device get released from the patients tissue? . Unknown did the device finally open? .yes if yes, what had to be completed for the device to open? Suture sewing were there any patient consequences since the device did not open? -no upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent 9/29/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: is the current patient status known? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how did the device get released from the patients tissue? Did the device finally open? If yes, what had to be completed for the device to open? Were there any patient consequences since the device did not open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure after using the instruments to clamp the blood vessel, they could not be released, and the instruments got stuck in the patient's abdominal cavity, interrupting the patient's surgical process and prolonging the surgery and anesthesia time. No additional information can be provided.